Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported extravasation due to a crack in the PICC line around the axillary/subclavian area. The PICC line was placed in the patient for infusion. Around halfway through the treatment a clinical staff member noticed the dressing around the line was damp. Upon further investigation they found a breakage in the line. No other information was provided.

Event description:
It was reported extravasation due to a crack in the PICC line around the axillary/subclavian area. The PICC line was placed in the patient for infusion. Around halfway through the treatment a clinical staff member noticed the dressing around the line was damp. Upon further investigation they found a breakage in the line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.